Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was very happy with the trial and pain relief achieved with stimulation. The patient did go on to have a permanent implant. During the post operation programming for the trial, the patient had stimulation in their abdomen, but that was minimized a lot by narrowing the pulse width. After the permanent implant, the patient was given very basic programming. The manufacturing representative had explained to the patient that the programming may not be ideal due to the anesthetic and their responses being affected by the anesthesia. The manufacturing representative had met with the patient at their post operation appointment on (B)(6) 2014 and they were able to fine tune the patient¿s programming to give them full coverage of their painful areas and eliminate stimulation in their abdomen. On the day prior to this report, the manufacturing representative met with the patient to activate adaptive stimulation. The patient¿s programming had been working well and they had full coverage of their painful areas. The patient had no complaints of stimulation in their abdomen at the time of this report.

Event description:
It was reported that two days after surgery the patient¿s stimulation changed. Stimulation was now being felt in the left leg and should be in the right leg. It was also reported that stimulation was being felt a little bit in the right hip. It was noted that directly after implant the patient was feeling stimulation in her tummy but had been subsiding. This happened during the trial but fully subsided. The patient requested to meet with the manufacturer¿s representative (rep) for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).